Event description:
The patient had a robotic assisted laparoscopic right radical nephrectomy. There was a stapler malfunction, where it would not completely close and the handle of the laparoscopic stapler was quickly exchanged, while the surgeon held incomplete control of bleeding that appeared to come from the renal vein. The renal vein and artery were stapled in bloc with multiple staple loads and hemostasis was restored. The patient tolerated the procedure well.